Manufacturer narrative:
(B)(4), date sent: 2/17/2021. Upon visual inspection of one video and three photos, the following was observed: the video shows a piece of the tissue with a staple line and on the middle part of staple line no staples could be observed on the buttressing. The first photo shows a blue reload fully fired inside of a plastic jar. The second photo shows a piece of tissue with a staple line and it was noted to be open on a section. The third photo shows a section open on the staple line. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2021. D4: batch # u5ea1g. H6: component code: mechanical(g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the handles partially open and with two gst60b reloads were received. The reloads were received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. In addition, the device was returned with the joint cover damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage on the articulation is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the damaged on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo(s)/video received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic and video evaluation. Additional information: the surgeon previously used a competitive buttressing material. The device was articulated when issue occurred. On 4th firing using a blue reload, the slr seemed to move distally milked out of distal end. The proximal portion of staple line had no formed ¿b¿s¿, medial-staples did not deploy, and some deployed distally. The 5th firing was ok. The 6th firing some tissue started to milk out a little. The surgeon fires with the anvil up. The account follows the recommended cleaning between firings. No crossing of staple lines at 90 or 45 degrees but maybe 16-20. He does not always wait 15 seconds before firing. The surgeon probably pulse fires 80 percent of the time and stays tight on bougie. The jaws are not over-stuffed with tissue. His typical cartridge selection is green, gold and blue the rest of way and takes 5-7 firing to complete. The surgical team opens 4-5 slr¿s at start of case and is used within an hour. Takes approximately 8-10 minutes for full transection on sleeves. He does not wet the slr prior to insertion. The ech60r is implanted in the patient and on the stomach portion that was sent to pathology. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the fourth firing the buttressing material caused the tissue to be pushed out the distal end of the stapler. This caused some of the staples to be malformed and some partially deployed. The surgeon hand sewed the hole in the patient¿s stomach closed and completed the rest of the procedure with this same device with no patient consequence. The procedure was delayed by ten minutes and there was some minor bleeding.